Event description:
A (B)(6) male patient called zoll customer support to report that his battery pack was not powering up his monitor. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (not powering up monitor) has been confirmed. Upon investigation, the battery pack was unable to recharge or power up a monitor. The cause for the failure was isolated to excessively discharge battery cells. The root cause for the discharged cells could not be positively identified. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.